Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump passed the reset error test with no alarm. The insulin pump had minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery and unexpected restart about five times. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.